Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("heavier vaginal bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain and vaginal bleeding. Concurrent conditions included morbid obesity. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("nonspecific abdominal problems"). The patient was treated with surgery (laparoscopic fallopian tubes and essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and gastrointestinal disorder outcome was unknown. The reporter considered gastrointestinal disorder and genital haemorrhage to be unrelated to essure. The reporter commented: essure removal performed at patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of genital haemorrhage ("heavier vaginal bleedings") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included lower abdominal pain and vaginal bleeding. Concurrent conditions included morbid obesity. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and gastrointestinal disorder ("nonspecific abdominal problems"). The patient was treated with surgery (laparoscopic fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and gastrointestinal disorder outcome was unknown. The reporter considered gastrointestinal disorder and genital haemorrhage to be unrelated to essure. The reporter commented: essure removal performed at patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.2 kg/sqm. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.